Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus had an issue with calibration. It was also indicated that the power cord bay was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with stylus pen calibration. The programmer was returned for service. There was no patient involvement.